Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the insulin safety syringe. The customer reports "employee attempted to activate the sfety shield incorrectly and sustained a contaminated needle stick."